Event description:
It was reported that the down arrow button is very sensitive and is intermittently responding. It was also reported there are no tears or peeling of the keypad.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down keypad button was found to be hypersensitive when pressed. During investigation, the down arrow key contact was observed to be misaligned. There was evidence of keypad adhesive found under the down arrow button.